Event description:
It was reported that the carbon plate is not with the shoe and the filler modifications are too aggressive even with modifying the filler. Needs less aggressive push against the foot causing the sore to reopen.

Manufacturer narrative:
It was reported that the carbon plate is not with the shoe and the filler modifications are too aggressive even with modifying the filler. Needs less aggressive push against the foot causing the sore to reopen. The device has not been returned for evaluation, complaint could not be confirmed, the root cause could not be established. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.